Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to the initial with information inadvertently left out. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus could not identify the root cause of the "10 minute of delay" or "emergency lamp light up" from the available information. The event can be prevented by following the instructions for use which state: "do not apply excessive force to the light source and/or other instruments connected. Otherwise, damage and/or malfunction can occur. [3.3 installation of equipment] keep the ventilation grills of the light source clear. The ventilation grills are located on the rear panels. Blockage can cause overheating and equipment damage. [6.1 replacement of the examination (xenon) lamp] never install a lamp that has not been approved by olympus. The use of a nonapproved lamp can cause damage to the light source and ancillary equipment, malfunction or a fire." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported, the evis exera iii xenon light source switched off and the emergency lamp came on. The event occurred, during a colonoscopy operation with no more than a 10-minute delay. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issue was not confirmed. However, top cover scratch, front panel crack, harness detached, and pump not working were observed. Furthermore, a third-party lamp was found, and the misassembling of this component could have been the possible root cause for the reported failure. The investigation is ongoing. Therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.